Event description:
It was reported that one device was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon fired the device and the clips would not close from distal to proximal. Another device was opened to complete the case. There was no consequence to pt.